Manufacturer narrative:
(B)(4)

Event description:
Additional information was received. The patient presented at emergency department with abdominal pain. Patient received pain killers and diagnostic procedure started. However, the patient experienced acute deterioration and shortly thereafter expired. Differential diagnosis is suspicion ruptured aneurysm or sepsis. The investigator assessed the death as not device or procedure related.

Event description:
An endurant stent graft system was implanted for a 5.1 cm in diameter saccular abdominal aortic aneurysm with an infra-renal angle of 20 degrees. The proximal aorta was 23 mm in diameter and 11 mm in length. The distal aorta was 37 mm in diameter. The right iliac artery was 16 mm in diameter and the left iliac artery was 17 mm in diameter. The right and left femoral arteries were 8 mm in diameter. The right and left iliac arteries were moderately tortuous. It was reported that the patient expired . The cause of death is unknown per the investigator.

Manufacturer narrative:
(B)(4).